Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a single user was unable to log in, and error message displayed ¿unable to authenticate.¿ the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a user was unable to login and an error message "unable to authenticate" popped up. A technical support specialist (tss) dialed into the station, reviewed the medication application log for user ncloud and found that the user account was already locked causing the login failure. The tss informed the same to the customer and advised to contact the hospital information technology (it) team or pyxis admin to unlock the account. Later the tss reviewed the latest logs, which revealed the user was able to login successfully. The system functioned as intended after the technical support specialist investigated and assisted the customer in resolving the issues of the device.